Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with approximately 350-380 units of insulin, and the insulin gauge remained static at 275 units. The customer's blood glucose level was 273 mg/dl, and was addressed with a correction bolus. The customer declined further follow-up on the reported event from tandem technical support.